Event description:
It was reported that (2) tlh90 were used during a gastrectomy procedure. It was reported by the rep that there was bleeding at staple line. This led to the surgeon over suturing at staple line. The surgeon is unsure which device led to bleeding.